Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was able to continue using the pump and was advised to reach out again if the issue reappeared.